Event description:
It was reported that the insulation of the device was compromised.

Event description:
It was reported that the insulation of the device was compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the unit confirmed the presence of fractures in the handle. A fracture was also noticed on the insulation near the distal tip of the shaft. The probable root cause for the fractures on the handle is improper cleaning/sterilization likely exceeded 20 autoclave cycles. The probable root causes for the fracture in the insulation are: multiple uses of flash sterilization, rapid cooling after sterilization,contact with metal tray during sterilization and/or manufacturing issue. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.